Event description:
It was reported that there was lead electrode breakage. The pt experienced electrode sets >4,000 ohms. The device was not effective for the pt's symptom relief. The device was explanted. The pt recovered without sequela. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)